Manufacturer narrative:
As reported by a legal brief, in approximately (B)(6) 2012, the female patient underwent bilateral knee arthroplasties and was implanted with a recalled exactech optetrak device. The patient reportedly experiences daily pain and discomfort in her left knee which limits her activities of daily living and impacts her quality of life. No additional information. Based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of the subsequent left knee pain cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness [bilateral knee replacements], unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
As reported by a legal brief, in approximately (B)(6) 2012, the female patient underwent bilateral knee arthroplasties and was implanted with a recalled exactech optetrak device. The patient reportedly experiences daily pain and discomfort in her left knee which limits her activities of daily living and impacts her quality of life. No additional information.